Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and customer alleged that the insulin pump did not working and under deliver causing them high blood glucose. Customer¿s blood glucose level was 418 mg/dl at time of incident. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The insulin pump will be and other devices will not be returned for analysis.